Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to end stage cardiomyopathy and recurring infection (covered under MFR: 2916596-2022-11237 and MFR: 2916596-2022-11240). The patient was admitted on (B)(6) 2022 for positive blood cultures of e.faecium and multi drug resistant (MDR) pseudomonas aeruginosa (psa) (now with isolates (1) cefepime - r and (2) cefepime - s). After being discharged with palliative antibiotic therapy and supportive care on (B)(6) 2022, the patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists infection and death as adverse events which may be associated with the use of heartmate ii lvas. The heartmate ii lvas patient handbook is currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented to a community hospital on (B)(6) 2022 with symptoms of diarrhea, right upper extremity (rue) swelling, and malaise. They also had positive blood cultures for enterococcus faecium and multi drug resistant (MDR) pseudomonas aeruginosa (psa). The ventricular assist device (vad) coordinators became aware of these results on 08apr2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.